Event description:
Caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped in. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the caller to inspect and clean the pump's pneumatic tap area, which led to the discovery and removal of an o-ring causing the issue. The caller then successfully reloaded the cartridge and resumed insulin therapy.